Event description:
It was reported that while in use on a patient, the ventilator top screen went black; although the ventilator continued to work. The patient was removed from the ventilator and manually ventilated with an ambu bag and then placed on an alternate ventilator. The customer reported, "it didn't appear that patient was compromised." There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).